Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. Size of missing piece is approximately 0.059¿ x 0.144¿. This was not returned for failure analysis. The root cause of broken instrument bipolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps had an exposed wire. There was no report of patient involvement.